Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.50mm x 12mm emerge balloon catheter was advanced for dilatation, but encountered difficulty in crossing the lesion. After the device crossed the lesion, initial inflation was performed; however, there was no pressure applied and the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. There were no patient complications reported.

Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR.: the shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood and contrast in the inflation lumen and balloon and blood in the guidewire lumen. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. A pinhole leak was detected on the distal end of the marker band. No marker band damage was detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.50mm x 12mm emerge balloon catheter was advanced for dilatation, but encountered difficulty in crossing the lesion. After the device crossed the lesion, initial inflation was performed; however, there was no pressure applied and the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. There were no patient complications reported.